Event description:
On (B)(6) 2011, the lay user/patient's niece contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying an error 2 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2011 at 11pm. The patient's testing frequency is not known; however, according to the csr's documentation, the patient manages his diabetes with 14 units of lantus and 40 mg of "ciniprell". The reporter denied the patient took any action in response to the reported meter issue. The patient's last blood glucose result prior to the alleged issue is not known, it is not known what action, if any, the patient took in response to his last blood glucose reading, and it is also not known if the patient tested his blood glucose with another/ secondary device after the reported meter issue began. The reporter denied the patient developed any symptoms as a result of the alleged issue. On (B)(6) 2011 (at 3am), the emergency medical services (ems) was reportedly contacted and the health care professional (hcp) had advised the patient on the amount of insulin to self administer. The reason ems was contacted is not known, it is not specified if the patient was experiencing any symptoms prior to contacting ems, it is not known if the patient's blood glucose was tested with the ems's meter and if so, it is not specified what the patient's blood glucose result was. Approximately 30 minutes later, the patient reportedly received a laboratory result of "467mg/dl". It is not known if the patient received any other form of medical intervention, it is unclear if the patient was transported to the emergency room (ER) and if so, it is not known when the patient was released from the ER. At the time of troubleshooting, it was discovered that the patient was not using the proper testing technique per owner's booklet. According to the reporter, the patient turned the subject meter on with the power button, inserted the test strip, and then applied blood to the test strip. The csr noted there was no misuse of the lfs product, the patient was using the correct test strips, and the alleged issue did not occur when the subject meter was turned on with the power button. The csr noted the reporter did not have control solution available to perform a test, therefore, the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the reporter claims the patient was unable to test his blood glucose due to the alleged issue. The patient was reportedly advised by an hcp how to treat their hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.